Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed closed while clips were being applied to the duct. While opening another applier and planning to insert another 5mm port to insert a new clip applier, the defective applier released on its own. The clips that had been applied had not closed onto tissue and there was a clip jammed in the applier. There was no tissue damage. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: (B)(6).

Manufacturer narrative:
(B)(4). Dried bodily fluids, opening issues the analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. The device was cycled and no clips were fed, it was disassembled and four clips were found adhered to the clips track due to excessive dried body fluids. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device; this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hals colectomy procedure, four of the hand access ports broke during one case. They advised that the blue plastic part of the port broke away easily, and that it did appear to look different from the usual product they received. Another like device was used to complete the procedure. There were no adverse consequences for the patient.